Event description:
The device displayed noise on the ventricular lead and inappropriate therapy was delivered as a result. After discussing the noise with the physician, the representative stated that the lead would be explanted.